Event description:
This event is deemed reportable based on the allegations in the presuit claim which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Pt was admitted to the hospital on (B)(6) 2011 with multiple medical problems. The pt had surgery on (B)(6) 2011 for a large hernia repair. On (B)(6) 2011, the pt became unresponsive in bed and passed away on the same day. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional info comes to its attention.

Manufacturer narrative:
Review of the medical file reveals that the pt had multiple medical problems including a ventral hernia, increased abdominal pain, infection (elevated wbcs - 15.3), hypertension, fibromyalgia, dyslipidemia, diabetes mellitus, history of previous abdominal surgeries, history of necrotizing and non-necrotizing granuloma (area of inflammation in the tissues) status post left thoracotomy (incision into the pleural space of the chest), chest wall seroma status post incision and dressing, calcified aorta and arch, coronary artery disease with severely narrowed left coronary and extremely small right coronary artery, extensive old fibrosis in posterior left ventricle and septum (prior infarct), heavy anthracosis in the lungs, removal of the uterus, ovaries and fallopian tubes. Autopsy findings stated that cause of death of this pt is the result of her severe atherosclerotic cardiovascular disease with extensive old scarring of the myocardial tissue, along with her hypertension, chronic obstructive pulmonary disease and chronic tobacco abuse. The medical examiner's conclusion is that the pt had a natural death. A review of the device history and sterilization records, for the device used in this event, was performed and no problems were noted. A review of the complaints database reveals no other reports on this device lot number.